Manufacturer narrative:
Further information received has confirmed that there was no malfunction of the allura xper fd20 system, december 19, 2025. The information provided was incorrectly processed as a complaint when it was preventative maintenance. At the time the information was received, philips did not have sufficient information to rule out a potential product malfunction, therefore it was initially reported. As it has been determined that there was no event, and the information pertained to preventative maintenance, philips has re-evaluated this as not reportable.

Event description:
It was reported to philips that the system's flexvision computer was missing the air baffles, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.